Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not returned at the time of MDR submission. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
The following was reported: during the laparoscopic procedure, the insufflator suddenly stopped insufflating, preventing the surgery from proceeding normally. No negative impact in state of health reported.